Manufacturer narrative:
Film evaluation results are: a 7 second video during an angio intervention post-implant was reviewed. Several talent iliac limbs were seen implanted into an unknown location; possibly within the left iliac artery. Only a 5 stent length section of the stent grafts were visible; the other talent components were not seen in the films. Angio injection showed contrast outside the left side of the limbs, near the location where 2 iliac limbs were overlapping. The stent grafts were essentially straight at the leak location, and no other unusual stent graft issues were observed. A single still image after implanting an endurant limb across the area of the endoleak showed likely resolution of the endoleak. The cause of the likely type iii fabric endoleak could not be determined from the limited images provided. The anatomy was not provided, and additional films post-implant and during the intervention were not available for review. Analysis of the returned films did not reveal any characteristics that could explain the observed endoleak.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported during recent follow up that there was a type iiib fabric endoleak that was identified during an angiogram. The physician elected to reline the limb with an endurant 14x14x156 stent graft and the type iiib endoleak was resolved. Per the physician, the cause of the type iiib endoleak was unknown. It was reported that the fabric tear originated from either the talent 14x14x80 stent graft or the talent 14x12x75 stent graft. No additional clinical sequelae were reported and the patient is fine.